Manufacturer narrative:
(B) (4).

Event description:
It was reported that during the implant surgery, the hcp was using he passing elevator and was able to place the lead. The lead was in the epidural space but was not midline, so he attempted to use the passing elevator again. The hcp indicated a possible dura puncture or tear as csf was noted. The epidural placement of the procedure was aborted by the hcp. The physician only implanted leads subcutaneously. The pt was kept over night for observation. No further surgery was required.